Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There was no patient involvement. This event is not reportable. The reported issue was confirmed user related. The root cause of the reported issue is due to a overfill. Double-checked the water level. Device overfilled. 5 ltr were in the as-5000. Correct filled and quick check performed. Once the unit had correct amount of fluid it worked appropriately. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported event is addressed within the labeling as it states: fill reservoir 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun¿ temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. The initial reporter's phone number: (B)(6). Complete initial reporter facility name: (B)(6). Correction: f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not heat up. Per review of wo on 11dec2025, there was no patient involvement.

Event description:
It was reported that the arctic sun device did not heat up. Per review of wo on 11dec2025, there was no patient involvement.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.